Manufacturer narrative:
Without the actual sample we are unable to determine the cause. Retained plant samples did not demonstrate this failure. No defects of tip and eyelet quality such as rough tip, barbs on tip or spike on tip and flash on eye which could cause the stated injury were found in the retention samples of lot 6e066. The review of the DHR confirms that all the defectives were segregated during the manufacturing process and no defects were found in the quality inspection of the remaining quantity.

Event description:
It was reported to hollister that the patient was using the catheter in the restroom at his work place. He introduced the catheter approximately 5 cm into his urethra when he began to bleed into the collection bag. He removed the catheter and he had heavy bleeding (pulsating) for 15 minutes. The patient believes that a sharp edged eye was the reason for the bleeding. The paramedics came and escorted him to his doctor. An ultrasound examination was performed without any definitive results. A permanent catheter was introduced, no strictures were noted. The permanent catheter was in place for 2 days. The patient is now back to using the advance plus catheters with no further issues.